Manufacturer narrative:
Evaluation results: inherent risk of procedure (reaction). Patient¿s condition - predisposed event (a subsequent nickel and cobalt allergy test was returned as positive). No results available since no evaluation performed (no device returned for evaluation). (No device return). Evaluation conclusion: known inherent risk of procedure (reaction). Unable to confirm procedure (no device returned for evaluation). (B)(4).

Event description:
A patient reported a possible reaction to two (2) driver bare metal coronary stents that were previously implanted in the patient. The patient had two driver stents implanted approximately 10 years ago with no issues reported. Approximately 10 years post implant, and in the last 4 -5 months, the patient has been experiencing a fairly persistent rash on his body (no one area more concentrated than another). The patient was recently patch tested and tested positive to a cobalt allergy and a co-reactor of nickel, in addition to formaldehyde and other chemicals. No issues were reported with the implanted stents prior to this point. Patient is currently using steroid creams and antihistamines daily. No other clinical sequelae were reported.